Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported right side mild granulomatous inflammation via pathology report. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported right side mild granulomatous inflammation via pathology report. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: granuloma: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.